Event description:
As reported via the study: this female pt with a history of peripheral vascular disease, hypertension, and hyperlipidemia was admitted for coronary evaluation. Angiography revealed a smooth, eccentric, non-calcified lesion in the proximal rca. The vessel was not tortuous. The lesion was treated by implantation of a 3.5 x 13mm cypher select stent deployed to 16 atm. At one year follow-up, a controlled angiography revealed an in-stent restenosis of the previously placed cypher stent in the proximal rca. Balloon angioplasty was performed with a 3.5 x 20mm mercury balloon inflated to 18 atms.

Manufacturer narrative:
Cypher stent product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info has been requested and will be submitted within 30 days of receipt.